Manufacturer narrative:
The test reservoir does not lock in place and unable to perform the displacement test, occlusion test and displacement accuracy test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Pump passed the rewind test, prime/seating test, basic occlusion test and force sensor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's parent that the customer got hospitalized due to high blood glucose with ketones on (B)(6) 2018, with blood glucose of 540 mg/dl at the time of the incident. The customer was at 603 mg/dl at the time of the call. The customer used manual injections to treat. The customer experienced symptoms such as nausea and vomiting. The customer was not wearing the insulin pump during the incident, within less than 48 hours. The caller stated that their doctor advise them to get the pump replaced as they believed it was not working properly to lower the customer's blood glucose. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."